Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated that the integrated circuit was damaged. Analysis confirmed the inability to interrogate the device due to a depleted battery. The battery depletion was caused by high system current drain. The analyst also noted that the device appeared to be swollen in the area where the battery is located.

Event description:
It was reported that a telemetry problem was observed as the cardiac resynchronization therapy defibrillator (crt-d) could not be in terrogated. The device did not recognize a magnet and appeared to have no pacing output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: . Product event summary continued: further physical analysis including surface scanning electron microscope results did not indicate that the field failure was caused by hard shorting of the integrated circuit at the observed scratch. The origin of the scratches was not determined. If information is provided in the future, a supplemental report will be issued.